Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve was implanted in the aortic position with satisfactory results, including a gradient of 13mmhg and trace paravalvular leak (pvl). There was sufficient calcium to allow anchoring of the device. The annular perimeter was 61.5 mm. On (B)(6) 2022, it was reported that the patient remained hospitalized since the procedure and had developed pneumonia, urinary incontinence, gradient increase of 300mmhg, and moderate pvl. The decision was made to intervene in attempt to post-dilatate the valve using a non-abbott balloon to improve the parameters. However, the maneuver was not effective, and the patient's general condition worsened. With the late post-dilatation, the prosthesis rose, and the leak worsened. The migrated valve did not block any coronary arteries, and the user did not attempt to snare the device. With the increase in aortic regurgitation, the left ventricle volume increased and consequently increased the mitral regurgitation. On imaging, it appears that the mitral valve has a posterior leaflet prolapse. The suggestion was made to implant a new prosthetic valve within the portico valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating after implant due to post dilation and paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Two videos from imaging were received from the field. First video appeared to show a portico valve in a deployed position while in the next video appeared to show valve-in-vale in patient.

Event description:
Subsequent to the initially filed information, it was reported that the patient's medical history included severe aortic stenosis, right bundle branch block, and hypotension. The implant depth of the portico valve was 3/4 mm. The annulus mean diameter was 19.4 mm.